Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. It was observed that there was no error information displayed on the data monitor. The fse diagnosed the system and observed that either the hard disk cable was lost or the os/application of system was damaged. The fse re-plugged the hard disk cable and reinstalled the os/application of the system. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.